Event description:
It was reported that during a transcatheter aortic valve implantation procedure, an evolut fx 29 valve was loaded into the delivery catheter system (dcs) and confirmed a good load by fluoroscopic inspection. Upon the initial deployment attempt, infolding of the valve frame was observed in the cusp overlap projection. The valve was recaptured and withdrawn from the patient, and a new valve was loaded into a new dcs. A pre-implant balloon aortic valvuloplasty was performed using a 20 mm semi-compliant balloon. The evolut fx29 valve was then successfully implanted on the first attempt at a depth of 3 mm. The initial pre-implant gradient was 45 mmhg, with a final mean gradient of 2 mmhg. The patient remained stable throughout the procedure. No patient complications have been reported as a result of this event. Additional information was received that per the physician, the patient's calcification contributed to the infold due to calcium that was not previously pre-dilated.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012483141); product type: 0195-heart valves; implant date na ; explant date na product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Na image review: intraprocedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 73.6mm with a perimeter derived diameter of 23.4mm, suggesting a 29mm transcatheter valve. The annulus had protruding calcium, but did not extend to the left ventricular outflow track (lvot). The patient appeared to have a surgical mechanical mitral valve. Fluoroscopic valve load inspection was performed and confirmed a good load. There is evidence of an infold during the initial deployment of the valve, which became more evident once the valve was deployed just prior to the point of no recapture. The infolded valve was recaptured, removed and replaced. Fluoroscopic valve load inspection of the new valve was performed and confirmed a good load. Prior to implanting the new valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the new valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 4mm on the non-coronary cusp in the cusp overlap view and 2mm on the left coronary cusp in the lao view, and no evidence of infolding. The valve appeared to be slightly under-expanded in the cusp overlap view, but no aortic regurgitation/paravalvular leak was observed. There is no evidence of any further intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.